Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The event occurred in (B)(6). Because the customer was able to get the device working after several hours of run time, the customer has not requested service for this issue. The customer stated that the setting that locked up is not utilized, so the error poses no risk. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screens of multiple pumps connected to the c5 system became unresponsive during a procedure. The customer reported that after several hours of run time, the touch screens became functional again. There was no report of patient injury.